Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was occluded successfully. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, nabothian cyst, anemia, excessive menstruation, irregular menstruation, cholecystectomy, gravida, pap smear abnormal, dysfunctional uterine bleeding, ovarian cyst, multigravida, parity 3, spontaneous abortion (3), polymenorrhoea and acid reflux (oesophageal). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension and uterine hypertrophy. Concomitant products included atenolol, calcium carbonate, chlortalidone (chlorthalidone), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), iron, lisinopril, medroxyprogesterone acetate (depo provera), metoprolol, omeprazole (omeprazol teva) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea cramping"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and unilateral salpingectomy surgery). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea, weight increased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient commented,"I still have left coil inside that is causing me issues. Only right side device has been removed." As per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was occluded successfully. Normal, essure coils in normal position. Lot number: 646519 ,manufacture date: 2009-06 , & expiration date: 2012-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, nabothian cyst, anemia, excessive menstruation, irregular menstruation, cholecystectomy, gravida, pap smear abnormal, dysfunctional uterine bleeding, ovarian cyst, multigravida, parity 3, spontaneous abortion (3), polymenorrhoea and acid reflux (oesophageal). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension and uterine hypertrophy. Concomitant products included atenolol, calcium carbonate, chlortalidone (chlorthalidone), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), iron, lisinopril, medroxyprogesterone acetate (depo provera), metoprolol, omeprazole (omeprazol teva) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), psychological trauma ("psychology injury") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and unilateral salpingectomy surgery). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menstrual disorder, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient commented,"I still have left coil inside that is causing me issues. Only right side device has been removed." As per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was occluded successfully. Normal, essure coils in normal position. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history updated. Lot number newly added. Events: abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, dysmenorrhea (cramping), weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, nabothian cyst, anemia, excessive menstruation, irregular menstruation, cholecystectomy, gravida, pap smear abnormal, dysfunctional uterine bleeding, ovarian cyst, multigravida, parity 3, spontaneous abortion (3) and polymenorrhoea. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension and uterine hypertrophy. On(B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psychology injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menstrual disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menstrual disorder, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: the essure device was occluded successfully. Normal, essure coils in normal position. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : events added- abdominal pain, psychological trauma, genital bleeding. Events outcome updated, reporter added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, nabothian cyst, anemia, excessive menstruation, irregular menstruation, cholecystectomy, gravida, pap smear abnormal, dysfunctional uterine bleeding, ovarian cyst, multigravida, parity 3, spontaneous abortion (3), polymenorrhoea and acid reflux (oesophageal). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension and uterine hypertrophy. Concomitant products included atenolol, calcium carbonate, chlortalidone (chlorthalidone), ethinylestradiol;norgestimate (ortho-tri-cyclen lo), iron, lisinopril, medroxyprogesterone acetate (depo provera), metoprolol, omeprazole (omeprazol teva) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues"), psychological trauma ("psychology injury") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and unilateral salpingectomy surgery). At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menstrual disorder, psychological trauma, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient commented,"I still have left coil inside that is causing me issues. Only right side device has been removed." As per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was occluded successfully. Normal, essure coils in normal position. Lot number: 646519, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure (batch no. 646519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, nabothian cyst, anemia, excessive menstruation, irregular menstruation, cholecystectomy, gravida, pap smear abnormal, dysfunctional uterine bleeding, ovarian cyst, multigravida, parity 3, spontaneous abortion (3), polymenorrhoea and acid reflux (oesophageal). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension and uterine hypertrophy. Concomitant products included atenolol, calcium carbonate, chlortalidone (chlorthalidone), ethinylestradiol; norgestimate (ortho-tri-cyclen lo), iron, lisinopril, medroxyprogesterone acetate (depo provera), metoprolol, omeprazole (omeprazol teva) and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy and unilateral salpingectomy surgery). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient commented,"I still have left coil inside that is causing me issues. Only right side device has been removed." As per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: the essure device was occluded successfully. Normal, essure coils in normal position. Lot number: 646519. Manufacture date: 2009-06. Expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event was deleted- psychology injury. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.